Event description:
New information received noted that the right ventricular lead was explanted and replaced.

Manufacturer narrative:
The reported event of ¿lead got stuck on pacemaker header¿ was not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection found the damaged insulation at the connector boot consistent with procedural damage. Dimensional analysis of the connector pin, connector ring, and connector boot were all within specifications.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to remove from the pacemaker's header. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.